Event description:
It was reported the customer had several alarms on their insulin pump. Customer had a signal too low alarm, a displayable history check failed on startup alarm, and an unexpected restart alarm. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
No error alarms were noted during testing. However, alarms were noted in the history screen due to a corrupted history file. The insulin pump had minor scratches to the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.